Manufacturer narrative:
A1 -a6: not provided. B3: date of event: not provided. D4: lot number & expiration date: not available. E2-e3: it is unknown if the reporter is a health professional. G2: it is unknown if the report source is a health professional. H4: device manufacture date: not available. H10: product sample was not returned to 3m for analysis, and the lot number was not provided. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the exact root cause of the alleged injury or whether the 3m¿ ioban¿ 2 antimicrobial incise drape was the root cause. The product instructions for use (IFU) states the drape should be applied without tension. To remove drape, gently peel back drape at 180-degree angle from the skin. During the removal process hold onto the film with the thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching.

Event description:
A customer alleged two patient safety events of skin tears occurred with the removal of the 3m¿ ioban¿ 2 antimicrobial incise drape, 6650ez. No medical intervention was reported.